Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that during remote follow up the patient had turned off the spinal cord stimulation (scs) in (B)(6) after experiencing an extreme heat/sunburn effect at the battery location. The patient also experienced uncontrollable nausea with headache due to the stimulation. The etiology indicated the relationship of the event to the device or therapy and implant procedure was possibly related, not related to programming. Therapy was suspended on (B)(6) 2017. The outcome was resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(4) reported upon further review of the patient¿s electronic medical record it was determined the patient was experiencing erythema post-surgery instead. There were no further complications that have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The cause of the extreme heat/sunburn effect at the battery location was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the event was unlikely related to the implant procedure. Clinical diagnosis was sunburn skin effect. It was clarified that the device was turned off in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that it was unknown if the extreme heat/sunburn effect occurred during recharging.